Manufacturer narrative:
Additional information was received on 10/24/2016 that the customer had resumed the pump for insulin therapy. The contact stated the customer has had no issues since starting back on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) level (over 700 mg/dl). Reportedly, the customer changed their infusion set on (B)(6) 2016 prior to waking up with an elevated bg. The customer was taken to the emergency room (ER) to address elevated bg level and life threatening ketones. While in the ER the customer received fluids and insulin intravenously. The customer was admitted to the hospital on (B)(6) 2016 and released from the hospital on (B)(6) 2016. Reportedly, the customer had not been using the pump since (B)(6) 2016. Review of the pump data by the contact during troubleshooting with tandem technical support showed that the customer received a button alarm in the night on (B)(6) 2016 prior to the customer going to the hospital. The button alarm was possibly caused by the customer's sleeping angle; however, this could not be confirmed. In addition, a temperature alarm occurred while the pump was at room temperature. The customer was not using the pump for insulin therapy at the time of the temperature alarm.